Event description:
During procedure to place a aaa stent graft the top cap of the main body graft released the suprarenal stent when the pin vise was still tight. Although the release was unexpected the graft deployed in a good position and the rest of the graft was placed without incident. No pt injury occurred and no endoleaks were present on the final angiogram.